Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al5380 number, and no non-conformances were identified. Additional information was requested and the following was obtained: was the needle retained in patient tissue? No, the needle has been retrieved. What product code and lot number were retained in the patient? Unk if needle is not retained, was the needle removed during the initial procedure or did the patient undergo a second surgical procedure to remove the needle? During the initial procedure by using a scopy. What is the patient¿s current status? The patient is fine, no complications

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retained in patient tissue? If yes, in what patient structure/tissue? What product code and lot number were retained in the patient? If needle is retained, are there plans to remove the needle? If needle is not retained, was the needle removed during the initial procedure or did the patient undergo a second surgical procedure to remove the needle? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled away from the thread. The needle may have fallen inside the abdomen of the patient and was searched by scope. The procedure was finished with another suture without issue. There were no adverse patient consequences reported. Additional information has been requested.